Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl which was addressed with carbohydrates. The cause of bg was unknown. Reportedly, customer stated bg was due to use error due to not monitoring bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported low blood glucose could not be evaluated due to damaged usb pins.